Event description:
The pump was returned for investigation. Investigation revealed that the pump case was cracked from the side of the keypad base to the case seal and the battery compartment was cracked at the threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/15/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the pump case was cracked from the side of the keypad base to the case seal and the battery compartment was cracked at the threads. Unrelated to these issues, the keypad was observed to be peeling. All keypad buttons responded appropriately. (B)(6).